Event description:
It was reported that the battery was ¿going dead.¿ it was noted that manufacturer representative said it would not last that long but they wanted to wait until the (B)(6). It was noted that the patient had a consult on (B)(6) 2013. It was noted that the patient could not turn the stimulation up too high because the stimulator was not right and the patient was ¿afraid it was going to go dead.¿ it was noted that the patient noticed this ¿a few weeks ago¿ and noticed ¿different stuff on the screen.¿ it was noted that the patient met a manufacturer representative. Additional information received reported that the implantable neurostimulator (ins) was explanted and replaced on (B)(6) 2014, because the battery was depleted. It was stated that an elective replacement indicator (eri) message had been seen, but it was unknown if the depletion was due to normal battery depletion. It was stated that impedance testing had been done and the results were all within normal limits. It was noted that the patient was ¿getting good stimulation coverage of painful area in postop.¿

Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013,product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial# (B)(4), found that the ins battery had reached its normal end of life and its telemetry and output systems were okay. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.